Manufacturer narrative:
(B)(4). A review of the device history revealed no nonconformities, failures, rework or deviations that would cause or contribute to the reported problem of burning plastic smell. There was no non-conforming product identified related to the reported problem. As a result, the direct cause of the reported problem was undetermined. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported a plastic burning smell was noted from the homechoice (hc). The technical service representative (tsr) arranged the return of the device. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A review of the event log was performed with no issues noted related to the reported condition. A visual inspection and functional testing were performed. A service history review showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Should additional relevant information become available, a supplemental report will be submitted.